Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient experienced debilitating pain, discomfort, and soreness in the area of hip implant, thereby, negatively affecting ability to perform activities of daily living. Patient has also suffered from multiple dislocations, clicking, shifting, and audible noise emanating from the area of the implant. Additionally, it is alleged that metal ions and particles have been released into patient's blood, tissue and bone surrounding the implant. During the revision surgery, abundant metallic debris and metallosis were noted. Update rec'd (B)(6) 2013 - pfs and medical records received. After review of the medical records the revision operative notes confirmed dislocations and metallosis. The revision operative note also indicated the cup was malpositioned and revised. An unknown cup is now being added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges constrained liner, dislocation w/ closed reduction and metal wear/metallosis.